Event description:
It was reported to medtronic minimed that the customer experienced a crack on the clip rails, scratches on the pump screen, not accepting new batteries, needed to rewind multiple times to complete it, and no delivery alerts. The customer reported no adverse event. The event involved product(s) mmt-1884l, unomedical. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will continue to use the devices, no product return is required for mmt-1884l. No product return is required for unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No rewind anomaly noted during testing. The pump powered up properly after the test battery was inserted. No battery power loss anomaly noted during testing. No damage noted on the belt clip rails. The pump was received with broken belt clip plate weld and a minor scratched display window. The following were noted during visual inspection: scratched case, peeling serial number label, pillowing keypad overlay and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. In further checking of the pump history records: battery cycle 1 received the lowbatteryalert (104) on 08/22/2024 19:12:00 after more than 7 days at 17.15 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Perform the history review 1 week prior to the event date 22-aug-2024 in the pump history file and found 1 lostsensor1alert (780) on 08/18/2024, 1 lostsensor1alert (780) on 08/19/2024, 7 nodelivery (7) alarms on 08/19/2024 (during bolus), 1 lostsensor1alert (780) on 08/20/2024, 2 lostsensor1alerts (780) on 08/22/2024, and 1 lowbatteryalert (104) on 08/22/2024. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Earliest power data available per the power management tool/detail trace file is on 9/20/2024 6:17:58 pm. There was no power data available for the date of 08/22/2024. Unable to check power data for low battery alert. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.6 mv). The pump passed the required tests. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. The pump powered up properly after the test battery was inserted. Power problem-battery loss (not accepting new batteries) not confirmed. Damage confirmed at the back of the pump and at the front of the pump. Delivery anomaly-no delivery/occlusion alarm not confirmed. The pump passed the rewind test. No rewind anomaly noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.